Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an low blood glucose (bg) level; specific bg value was not provided. Customer consumed carbohydrates to address low bg. Customer alleged that carbohydrate ratio settings need to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management.